Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and displacement accuracy test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files and detail traces. Pump error 43 alarms were found in the history files on (B)(6) 2025 14:11:46.000 until (B)(6) 2025 14:53:00.000. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 fatal alarm confirmed in the history files on (B)(6) 2025 10:01:00.000 due software error (file number: (B)(4), line number: 525). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Also, found a jammed motor gearbox. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: gearbox jammed and scratched case. Critical pump error (open book image) alarm confirmed due to pump error 40. Pump error 40 alarm confirmed due to software error. Pump error 43 confirmed in the history files on (B)(6) 2025 due to a jammed gearbox. Exposed to moisture confirmed on pcba 1 and pcba 2. Unable to confirm failed battery test due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor (pump error 43), pump was exposed to water and replace battery alarm is seen in the history. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and able to clear alarm but unable to rewind pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump . Mmt-1880l will be returned for analysis.